Event description:
A 38-yr-old female with history of powder allergy experienced red rash on hands and wrists. No history of latex sensitivity per contact at account. No medical treatment required. Biocompatibility studies on file at co.